Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler was able to fire but had poor staple formation. It fired irregularly and got stuck in tissue and overall ¿b shape¿ was not created. There was no injury caused to the patient and no medical intervention was required.